Event description:
According to the available information, when the patient tries to inflate the implant, the patient can only squeeze the inflation bulb about 4 times before it becomes rock hard and then cannot inflate any further. The patient cannot get an erection.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.